Manufacturer narrative:
Document review: amistem h femoral stem size 1 - ref. (B)(4)/lot 104272. Document review was carried out on the lot 104272 (60 pieces produced): all parameters were found to be conforming to specifications valid at the time of manufacturing. The washing cycle for metal components were run according to specifications and no alarm or deviation occurred during operation. The sterilization cycle was performed according to specifications valid at the time of production. Forty one stems belonging to this lot have been already implanted and no incidents have been reported up to now. From the x-rays, the fracture was confirmed and it is highly likely that the surgeon initially positioned the stem improperly. This mistake probably led to the fracture. On the basis of the data collected, a device involvement is highly unlikely.

Event description:
Pt underwent a total hip replacement on thursday (B)(6). Then his femur fractured 48-72 hours post operation. There was no specific incident that can be identified. On (B)(6) 2011, a revision surgery was performed.